Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intravenous rocephin (dose, route, frequency, and duration not provided) and intraperitoneal tobramycin (dose, route, frequency, and duration not provided) for peritonitis. Therapy remained ongoing. At the time of this report, the patient was recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.